Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identified a small protrusion on the sterile cavity. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to transit damage. This product falls within the scope of corrective action that is reviewing all the packaging configurations at zimmer biomet, bridgend, UK. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile package was damaged. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.